Event description:
It was reported by service report that the IV pole was loose with the potential to fall in an unintended direction. No pt involvement of adverse consequences are reported.

Manufacturer narrative:
IV pole. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.